Event description:
It was reported that (1) lcsk5 was used during an esohagectomy procedure. It was reported by the rep that after minimal use the device began to lockout and delivered a solid tone. The scrub tech unassembled and then reassembled the lcsk5 to the hand piece. However the lcsk5 still delivered a solid tone. A new blade was opened to completed the case. There was no consequence to the pt.